Event description:
Received customer medwatch report with the following event description: "pump alarm came on and went to check on pt, smoke was coming out of the machine." The pt was being cared for on the headache unit and was receiving an infusion of fluids through the pump. The report also indicated that a visual inspection was performed by the biomed department on (B)(4) 2012. The biomed found sticky residue inside unit and it appeared that fluids leaked into the unit. There was no report of pt harm or medical intervention. The customer indicated that the device was exchanged for a different unit. The customer also stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with investigation results should the device be returned for an evaluation.